Event description:
It was reported that during a peripheral stenting treatment procedure, difficulty removing the catheter occurred. Vascular access was obtained via the left femoral artery. The approximately 70-80% stenosed target lesion was located in the superficial femoral artery. The target lesion was treated with laser atherectomy and dilated with a 6mmx200mm mustang balloon catheter. A 7x40mm epic vascular stent was deployed at the target lesion. Post dilation was performed with the 6mmx200mm mustang balloon catheter with unknown residual stenosis. A 6mmx40mm mustang balloon catheter was advanced for post dilation but would not cross the target lesion. In the process the v-18 guide wire was bent and the mustang balloon catheter was unable to be removed. The v-18 guide wire and the mustang balloon catheter were removed together as one unit. The procedure was completed with another v-18 guide wire, a sterling balloon catheter and several mustang balloon catheters. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).